Event description:
It was reported that the patient was getting confused with learning modes and sensor stimulator related positions. Patient was reprogrammed without mobility and lying front active. Patient had 5 groups programmed. Impedance readings were taken and open circuits were found not affecting the stimulation. The accelerometer was reprogrammed, but the results were not "ideal." The patient was receiving therapy, but the effectiveness of the adaptive stimulation was being evaluated. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient "will most likely" be scheduled for a pocket revision to re-stabilize the implantable neurostimulator (ins). No timeframe was determined as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).